Event description:
It was reported to physio-control that the customer's device would not power on when it was received after service. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. He then replaced the OEM pcb assembly and the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use. The removed OEM pcb assembly and power pcb assembly were further evaluated by physio-control. It was observed that a capacitor, designator c5 on the OEM pcb assembly was burned. The OEM pcb assembly however functioned normally. It was determined that the cause of the reported failure was due to an integrated circuit, designator u5 on the power pcb assembly, being shorted from pin 12 to pin 13. This caused the device not to power on.